Manufacturer narrative:
(B)(4). Product does not return for evaluation. Most likely underlying root cause of malfunction: user did not press button hard enough to engage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 227mg/dl, 156mg/dl and 151mg/dl. The customer's expected fasting blood glucose test result range is 109 to 127mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 115 and 126mg/dl. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. When reviewing into the meter's memory customer states presses the "-" and "+" buttons but the memory screen does not change, several attempts made but customer states the memory does not change readings. Customer was able to provide last 5 results from the daily log book. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer has not changed anything in her daily activities such as diet, exercise, and medications. Customer takes no medication for the diabetes, states that just controls it with diet and exercise.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;when press "+" and "-" buttons display reading; "s" buttons are functioning properly. Most likely underlying root cause of malfunction: user did not press button hard enough to engage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 227mg/dl, 156mg/dl and 151mg/dl. The customer's expected fasting blood glucose test result range is 109 to 127mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 08/18/2016 a back to back blood test was performed by the customer fasting and produced test results of 115 and 126mg/dl. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. When reviewing into the meter's memory customer states presses the "-" and "+" buttons but the memory screen does not change, several attempts made but customer states the memory does not change readings. Customer was able to provide last 5 results from the daily log book the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer has not changed anything in her daily activities such as diet, exercise, and medications. Customer takes no medication for the diabetes, states that just controls it with diet and exercise.